Manufacturer narrative:
The available information suggests this device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) underwent a procedure in which a magnet was placed on the device. Upon interrogation following the procedure, a message indicating the device was in the presence of a magnet was displayed. Enable magnet use was programmed off. No adverse patient effects were reported.